Event description:
It was reported that this pacemaker had stored signal artifact monitoring (sam) episodes which revealed a high out of range right atrial (ra) and right ventricular (rv) pacing impedance measurement of greater than 3,000 ohms. Additionally, it was noted that the minute ventilation (mv) feature was disabled. It was recommended to have the patient follow-up with his doctor. At this time, the system remains in service. No adverse patient effects were reported.